Manufacturer narrative:
The customer discarded the product.

Event description:
It was reported that during a surgical procedure at the user facility, the device leaked cement into the surgical site. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.